Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was initially placed in the apex of the rv, where the lead exhibited high impedances. The lead was repositioned multiple times, still exhibiting high impedances, even after changing testing cables. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.